Manufacturer narrative:
According to the field, no further information concerning this event was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change-out procedure, a physician was unable to insert the terminal pin of this right ventricular (rv) lead into the port of a competitor device. The rv lead was explanted and replaced. No adverse patient effects were reported.